Event description:
This complaint is from a literature source. The following literature cite has been reviewed: bertha n, nikkel l. Failure of nonoperative treatment of a vancouver b2 periprosthetic fracture about an antibiotic spacer. Cureus. 2022 nov 2;14(11):e31028. Doi: 10.7759/cureus.31028. Pmid: 36475208; pmcid: pmc9718646. Objective and methods: authors report the case of a 58-year-old female with hypertension, diabetes, and hypothyroidism, who originally sustained a right intertrochanteric femur fracture, and was treated at an outside institution with a trochanteric fixation nail (manufacturer not identified). Approximately three weeks post-op, she developed purulent discharge and returned to the operating room for irrigation and debridement, with intraoperative cultures notable for methicillin-sensitive staphylococcus aureus infection. She was treated with a four-week course of intravenous antibiotics, and discharged with a healed wound, ambulating without assistive devices, with only minimal pain. Unfortunately, around eight months postoperatively she developed avascular necrosis of the femoral head¿given her prior infection, her trochanteric nail was removed, and a depuy prostalac femoral stem antibiotic spacer, paired with a hemiarthroplasty head and ball (manufacturer unspecified), was implanted. The patient initially did well clinically with no complications noted on her anterior-to-posterior (ap) radiograph. Two weeks later though, the patient was re-admitted with a vancouver b2 type periprosthetic femur fracture involving her antibiotic spacer, that was initially treated by the authors with conservative nonoperative measures. However, the patient went on to experience increased fracture displacement and stem subsidence, warranting a revision in the form of conversion to total hip arthroplasty with a diaphyseal fitting spline tapered stem, open reduction and internal fixation of the femur using a long hook plate with cerclage cables, and application of a negative pressure drain system (manufacturers of the revision hip and plate/cerclage cables and drain were not provided). Results: authors concluded that periprosthetic fractures occurring with patients possessed of antibiotic spacers may be at a higher risk of fracture displacement due to a lack of stem in-growth potential, and that early operative management may be more appropriate for these patients than conservative nonoperative treatment.

Manufacturer narrative:
Product complaint #(B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This complaint is from a literature source. The following literature cite has been reviewed: bertha n, nikkel l. Failure of nonoperative treatment of a vancouver b2 periprosthetic fracture about an antibiotic spacer. Cureus. 2022 nov 2;14(11):e31028. Doi: 10.7759/cureus.31028. Pmid: 36475208; pmcid: pmc9718646. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.